Manufacturer narrative:
The device has not been returned to the manufacturer.

Event description:
A medtronic rep reported there was a pink vertical stripe "3" wide down the monitor. Over time the stripe became more opaque. This issue occurred during a spine lumbar fusion, fluoro imaging was being used during this procedure additionally with the system. There was no impact on pt outcome reported.